Manufacturer narrative:
(B)(4).

Event description:
Procedure: totally extraperitoneal hernia repair (tep). According to the reporter, during the procedure, the device was inserted and pumping was attempted; however, the balloon would not inflate. Another used to continue the procedure. No patient harm. Operating time not extended. No tissue damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).